Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the printed circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, the power of the subject device could not be turned on. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus china checked the subject device and the reported phenomenon was duplicated, and also found that the printed circuit board of the subject device had failure.